Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Root cause could not be identified due to insufficient information available. Although a sample was received from the customer, the disinfection procedure did not remove all the blood in the set. It was deemed to be contaminated and could not be evaluated; therefore the complaint could not be confirmed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A doctor reported to baxter (B)(4) that a leak in the tubing was noted during prefilling. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.